Event description:
Event occurred regarding a spinning spiros closed male luer, red cap where it was reported that during IV administration of doxorubicin, the nurse was administering the drug via syringe with a spiros connector attached and connected at the extension tubing y site. With only approximately 4¿5 ml of drug remaining in the syringe, the spiros connector unexpectedly popped off the syringe, resulting in drug spraying onto the patient¿s skin. Initially, the spiros appeared to be functioning appropriately and was freely spinning, indicating it was seemingly engaged. It is unclear why the device disengaged, as once properly applied, it should not detach during use. Technicians routinely apply spiros connectors to 35 ml or 60 ml syringes prior to administration. When these syringes are connected to the y site, multiple similar events have been reported. These occurrences tend to happen near the end of syringe administration, when pressure may increase, and are unexpected. Additionally, staff have experienced issues during normal saline tubing priming, where the spiros connector rotates but does not lock securely into place. The report number was (B)(4). There was patient involvement but no reported harm.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.